Event description:
It was reported that a device interrogation showed some electrode impedances were too high. There were no patient signs or symptoms. The ins was reprogrammed and the event outcome was reported as ongoing with no further action needed.

Manufacturer narrative:
Product ID: 3487a-56, lot# va00dgt, product type: lead. Product ID: 3487a-56, lot# v9 99674, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).